Manufacturer narrative:
Findings: button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from a rain storm. The customer had a blood glucose level was 73 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.